Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found only a partial lead was returned for analysis. Insulation degradation was noted at 10.2 cm, 11.0 cm, 11.5 cm, 11.8 cm and 12.0 cm from the connector pin.